Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 511211 boston scientific lead, implanted (B)(4) 2013; unknown st. Jude competitor device, implanted: (B)(6) 2015. (B)(4) .

Event description:
It was reported that the high voltage impedance on the right ventricular (rv) lead increased to a measurement above the normal range. Follow-up was performed and nothing had been determined with no intervention done because the patient was in hospice care due to a condition that was unrelated to the patient's lead. The lead impedance had been steady and had remained above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.